Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board was replaced to address the issue. The interface board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the interface board failing the test step was found to be due to a capacitor leaking voltage.